Event description:
According to the reporter, the device is plugged into ac power but does not have ac mains light on and is beeping from the ac loss alert. There was no patient associated with the report.

Manufacturer narrative:
Physio-control supplied troubleshooting assistance and parts info to customer for repair.